Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, ubd: , UDI#: b3: event date is month and year valid. G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when the controller stopped responding while the implanted neurostimulator (ins) was receiving power, it resets the device and a "memory problem occurred., the data was lost" was displayed. The screen number on the lower right could not be confirmed. When ok was pressed, the controller was almost depleted, and a message was displayed to charge the device. First of all, it was instructed to charge the controller. Additionally, during charging of the ins, the connection between the disk at the tip of the recharger and the cord became very hot, and the adapter of the recharger cord also became hot, and this has been going on for about a week now. The controller needed to be charged, so it was instructed that the recharger be kept cool while charging. The issue has not resolved, no patient harm reported. Additional information was received. The controller was fully charged, so we tried charging the ins again. However, the device was not detected many times. A green light was lit, which can only be charged once, but it turned out to be an error. The amount of charge remaining in the controller decreased to about 10% while trying to charge many times.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the recharger was replaced on (B)(6) 2024, and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.